Manufacturer narrative:
This complaint was received from the distributor via (B)(6) regulatory agency. The product number and lot number was not provided. Without the lot number the device history record could not be reviewed and no definitive root cause could be determined. In addition, so sample was returned for analysis. Here are many potential causes for catheter damage which could lead to breakage. The IFU includes several guidelines to mitigate the occurrence of breakage. Catheters are 100 percent inspected at various stages of the manufacturing process. A pressure test is performed on all catheters during manufacturing to ensure the catheters can withstand the pressures and forces when utilized within the instructions for use. A control pull test is also performed per the specifications to ensure catheter strength and integrity.

Event description:
Catheter broke below the oval disk.